Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had no image. The issue was observed during reprocessing; therefore, no procedure was affected and there no was patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. The image was intermittent, sometimes flickering due to a problem with the charged coupled device (ccd) unit. Also, evaluation found the housing had cosmetic wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.